Event description:
The pump was returned for investigation. Investigation revealed that the motor assembly inspection shows evidence of lead screw contamination passing the ball seal preventing the lead screw from spinning in free movement. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the black box showed multiple call service alarms. During the load step, a call service alarm 064 was emitted and the call service motor alarm was duplicated and unable to clear. The pump was opened and the pcb was inspected with no defect, motor assembly inspection shows evidence of lead screw contamination passing the ball seal preventing the lead screw from spinning in free movement. (B)(6).